Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related medical device reports: this impella cp device report is one of three devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the automated impella controller.

Event description:
The complainant reported that an impella cp (pump 2) was attempted to be implanted in a patient but the implantation was unsuccessful. The patient was undergoing an electrophysiology ablation procedure. Prior to the admission, the patient had previously been supported with another impella device, had undergone an aorto-femoral bypass, and was known to have peripheral arterial disease with aortic calcification. The patient's history also included coronary artery bypass grafting, coronary artery disease, and diabetes mellitus. During the hospitalization, the patient developed cardiogenic shock (scai stage e), requiring inotropic support, vasopressors, and mechanical ventilation. An impella 5.5 (pump 1) was initially attempted via the left axillary artery; however, the physician was unable to advance a j-wire through the aorta and was also unsuccessful using a platinum plus wire. The attempt to implant the impella 5.5 was aborted, and the device was noted to be damaged/kinked during the insertion attempts. The physician next attempted placement of an impella cp (pump 2) via the left axillary artery, but this attempt was also unsuccessful. The left axillary access site was subsequently abandoned. Access was then established via the right axillary artery, and a new impella 5.5 (pump 3) was successfully implanted. During support with the impella 5.5 (pump 3), repeated automated impella controller (aic) error alarms were noted. Due to the frequency of alarms and concern regarding potential hemodynamic instability and console reliability, the decision was made to exchange the aic. The aic was removed from service and replaced. This complaint involves three devices: pump 1: impella 5.5, serial number (B)(6) pump 2: impella cp, serial number (B)(6) pump 3: impella 5.5 (paired with automated impella controller (B)(6)) this MDR specifically addresses pump 2, the impella cp with serial number (B)(6), which is the subject of this report. Separate mdrs will be submitted for the other devices involved in this complaint.

Manufacturer narrative:
D1 brand name was updated. D3 and g1 manufacturer fax were added as they were inadvertently omitted from the initial report. Failure to advance: the cause of the delivery issue was most likely patient related due to heavy calcification reported by md and kinked the catheter. Pd-catheter-(twist, bent, kinked): the cause of the catheter kink was most likely patient related due to heavy calcification reported by md and kinked the catheter.